Event description:
N/a.

Manufacturer narrative:
(B)(4). Sample was received for evaluation. The nylon washers and the retaining rings were worn. The unit was missing a torque knob that will need to be replaced. The DHR review could not be performed since the lot and serial numbers were not provided. The complaint was confirmed. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00407.

Event description:
This is 2 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor was not tightening/screw was missing. There was no known patient involvement or surgery delay.